Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2024. No patient consequences was reported throughout the procedure.